Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a respironics v60 bipap machine alarmed twice while being used with an fph rt219 bi-level/CPAP inspiratory heated circuit. This was observed during use on a patient; however, no patient consequence was reported. The alarm stopped after replacing the rt219 heated circuit with a non-heated circuit.

Manufacturer narrative:
(B)(4). The complaint rt219 bi-level/CPAP inspiratory heated circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt219 bi-level/CPAP inspiratory heated circuit was returned to fph in (B)(4) for inspection. It was visually inspected for the reported damage. In addition, the inspiratory heater wire was resistance tested using a multimeter. Results: no physical damage or occlusion was observed to the returned breathing circuit. The resistance of the inspiratory heater wire was within specification. A lot check was not performed as lot information was not provided. Conclusion: no fault was found with the returned breathing circuit. The breathing circuit heater wire is subject to a continuity test in the production line, right after connecting to the heater wire pins. Each heater wire assembly is also visually inspected and electrical resistance tested after the heater wire plug is overmoulded onto the heater wire. Another electrical resistance testing is also performed prior to the packaging of the breathing circuit. All breathing circuits that fail these tests are rejected. Our user instructions supplied with the rt219 bi-level/CPAP inspiratory heated circuit state the following: - "check all connections are tight before use." - "check for occlusions in both inspiratory and pressure line before connecting to patient." - "check that the heater wire is evenly distributed along the circuit and not bunched or kinked." - "set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a respironics v60 bipap machine alarmed twice while being used with an rt219 bi-level/CPAP inspiratory heated circuit. This was observed during use on a patient; however, no patient consequence was reported. The alarm stopped after replacing the rt219 heated circuit with a non-heated circuit.